Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported needing to discontinue a pd treatment due to severe abdominal pain requiring an emergency department (ed) visit. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was affirmed this patient needed to emergently discontinue a ccpd treatment on (B)(6) 2024 due to abdominal pain requiring an ed visit. The patient was safely disconnected from his cycler and transported to the ed by family. The patient presented with abdominal pain and cloudy peritoneal effluent fluid and was admitted to the hospital on the same day. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2024 presented with no growth. Additionally, a white blood cell count was not reported on the patient¿s summary of care or hospital discharge report in the outpatient clinic. The patient was diagnosed with peritonitis, based on symptoms alone, that was attributed to a break in aseptic technique during pd therapy. It was explained the patient does not wash hands or wear a mask during pd setup or treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for 15 days and ip ceftazidime 1000 mg daily for 12 days. The patient was able to undergo continuous ambulatory pd (capd) therapy for the duration of this admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s adverse event can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. It is well known a majority of peritonitis infections are the result of touch contamination. Though peritoneal effluent fluid cultures presented no growth, a reduction of symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported needing to discontinue a pd treatment due to severe abdominal pain requiring an emergency department (ed) visit. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was affirmed this patient needed to emergently discontinue a ccpd treatment on (B)(6) 2024 due to abdominal pain requiring an ed visit. The patient was safely disconnected from his cycler and transported to the ed by family. The patient presented with abdominal pain and cloudy peritoneal effluent fluid and was admitted to the hospital on the same day. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2024 presented with no growth. Additionally, a white blood cell count was not reported on the patient¿s summary of care or hospital discharge report in the outpatient clinic. The patient was diagnosed with peritonitis, based on symptoms alone, that was attributed to a break in aseptic technique during pd therapy. It was explained the patient does not wash hands or wear a mask during pd setup or treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for 15 days and ip ceftazidime 1000 mg daily for 12 days. The patient was able to undergo continuous ambulatory pd (capd) therapy for the duration of this admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.